Event description:
It was reported at device implant, the superior vena cava portion (svc) of the right ventricular lead was not compatible with the svc port of the defibrillator. The svc pin plug was attempted to be inserted into the connector without success. It was also impossible to release the set screw with a wrench. The defibrillator was removed and another defibrillator implanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4) the device was returned and analyzed. There were no anomalies found. (B)(4) we did receive performance data collected from the device and have analyzed the data. There were no anomalies found.